Event description:
Customer reported that the unit was given an error code message of data acquisition (da) pcba adc failed. Additionally, customer also reported error code messages of oxygen flow sensor calibration data error and pressure regulation high. The device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user.